Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a moderately calcified and tortuous lesion located in the left anterior descending artery (lad). The lesion was predilated with a 2.75 x 25 mm balloon at 12 atms. It was noted the balloon was not fully inflated. After predilation the physician successfully deployed a taxus express2. 2.75 x 28 mm stent at the target lesion at 12 atms and the balloon was reinflated again to 14-15 atms. However, a midwaist remained in the stent. After the delivery balloon had fully deflated, the balloon was sticking to the stent. The physician then decided to deep seat the guide catheter down to the proximal stent to successfully remove the balloon from the stent. The physician was satisfied with the placement of the stent and no further intervention or complication was noted. The procedure was successfully completed. Pt status is reported as "fine."